Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A technical support specialist confirmed with the customer that the issue has been resolved and requested to close the complaint file. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that all of the drawers cannot be opened after the storage recovery. The customer stated that there was delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.